Event description:
Additional information was provided that r waves and rv impedances have decreased since shortly after implant. Ts discussed patient-related and lead-related conditions. Implant. Noise was noted on the shock channel, and ts discussed the potential effect on the rhythm identification (rid) decision. Ts also discussed considering an x-ray to evaluate the lead position. No adverse patient effects were reported.

Event description:
Additional information was provided that a revision was performed due to high pacing thresholds and sub-optimal sensing. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on all terminal connector pins. There was a cut noted in the trilumen insulation, 26 centimeters (cm) from the terminal pin; this cut corresponded to a cut found on the suture sleeve. Thus, it was concluded to likely be due to the removal of the suture. The proximal shocking coil was separated from the medical adhesive bonding at the distal end. The helix was retracted and was noted to be physically normal. Dried bodily fluid was noted in the base around the helix. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Helix mechanism testing did not pass, noted to most likely be due to dried blood in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this newly implanted transvenous defibrillation lead went into a ventricular tachycardia (vt) for which they did not received a shock. It was noted that impedance measurements decreased from 800 to 500 ohms. A revision procedure was therefore performed. During the procedure it was found that the lead had dislodged, thus it was successfully repositioned. It was suspected that the patient's vt was possibly from the dislodged lead hitting the patient's valve and could have started short runs of vt. No adverse patient effects were reported.